Event description:
Cardiolab system closed out of the application and returned to the windows desktop during a procedure. Could not restart case. After consulting with ge tech support, replaced the removable dvd disk and started a new case.tech support recommended replacing the removable dvd disk. The engineer also stated that the application will close out of the program if it can not write to the dvd disk, even in the midst of a procedure. Field engineer was dispatched, confirmed the engineers statements and download the applications and systems logs a long with the patient study.